Event description:
Pump alarming and unable to troubleshoot use error code not displayed. (B)(4). Replacement pump sent. Did the reported product fault occur while in use with a patient: yes. Did the product issue cause of contribute to patient or clinical injury: no. If yes, was any medical intervention provided: please explain. Is the actual device available to be returned for investigation: yes. Dose or amount: 45ml/hr. Frequency: continuous. Route: IV. Dates of use: first ship (B)(6) 2015 to continuing. (B)(4).